Event description:
It was reported that the patient experienced a low flow alarm along with low blood pressure on (B)(6) 2022. The patient's chest was opened at bedside and bleeding was noted; the source of the bleeding was unknown. A large blood transfusion was administered and the patient was transferred to the operating room (or) to monitor the patient's bleeding. The patient ultimately passed away on (B)(6) 2022 due to bleeding. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported bleeding and subsequent patient outcome could not be conclusively established through this evaluation. The device was not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(4) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 05jun2018. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.